Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a failed check in/ lower sensor failure. No patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a failed check in/ lower sensor failure. No patient involvement.

Manufacturer narrative:
The reported issue was not confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted: could not duplicate customer stated problem no fault found. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 01jun2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a failed check in/ lower sensor failure. No patient involvement.